Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region..

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited noise, oversensing and loss of capture (loc) that resulted in pacing inhibition for greater than 2 seconds of asystole. The patient was pacemaker dependent and experienced several episodes of lightheadedness and syncopal episodes in addition to an episode while bike riding and fell off the bike and sustained scapes on the elbow and knee. An invasive procedure was performed. The lead was explanted and replaced and the device was explanted and upgraded during the procedure. Visual observation of the lead upon explant noted that lead itself was intact, however, the insulation was completely gone and was felt to be consistent with clavicular crush. No additional adverse patient effects were reported.